Manufacturer narrative:
Block h6: imdrf patient code e2339 captures the reportable event of ulcer. Imdrf patient code e1109 captures the reportable event of cholangitis. Imdrf patient code e230101 captures the reportable event of fever. Imdrf patient code e0306 captures the reportable event of sepsis. Imdrf patient code e233701 captures the reportable event of restenosis. Imdrf impact code f08 captures the reportable event of the patient was admitted. Imdrf impact code f2303 captures the reportable event of probabilistic antibiotic therapy with tazocillin and teicoplanin was initiated. Imdrf impact code f2203 captures the reportable event of a computed tomography (CT) scan. Imdrf impact code f2202 captures the reportable event of endoscopic reintervention was performed. Imdrf impact code f22 captures the reportable event of CT scan and blood tests were performed. Imdrf impact code f2301 captures the reportable event of placing a double-pigtail stent within the previously inserted choledochoduodenal axios stent.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transduodenal to biliary system to treat a malignant biliary obstruction during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. It was reported that 5 days post stent placement, on (B)(6) 2025, the patient suffered fever and presented to the emergency department on (B)(6) 2025. A computed tomography (CT) scan was performed, revealing an ulcerated lesion in the duodenum. A probabilistic antibiotic therapy with tazocillin and teicoplanin was initiated. The diagnosis of the adverse events is yet to be decided from either sepsis due to enterobacter cloacae complex and enterococcus faecium, of biliary origin, or cholangitis. The stent remains in place, and on (B)(6) 2025, the patient was discharged. On (B)(6) 2025, the patient was admitted due to second episode of biliary sepsis, caused by a symptomatic duodenal stenosis, and CT scan and blood tests were performed. On (B)(6) 2025, an endoscopic reintervention was performed by placing a double-pigtail stent within the previously inserted choledochoduodenal axios stent, and an endoscopic gastro-entero-anastomosis procedure was performed by placing another 20x10mm axios stent to address the symptomatic duodenal stenosis. The event was resolved, and the patient was discharged on (B)(6) 2025.